Event description:
Boston scientific received information from the local sales representative that the impedance on this right ventricular (rv) lead were 1,425 ohms and increased to 1,900 ohms then decreased again to 1,500 ohms. The physician was going to continue to monitor. Additional information received states that a red alert was triggered on this rv lead for high pacing impedances. The high impedances have increased to greater than 2,000 ohms. The physician has elected to monitor this patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.